Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a product advisory. It was implanted greater than eight years. No additional adverse patient effects were reported. A new device was successfully implanted.

Manufacturer narrative:
This report is being filed to correct the following fields from the previously submitted report: b. Adverse event/product prob. Describe event or problem. New text = it was implanted greater than six years it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a product advisory. It was implanted greater than six years. No additional adverse patient effects were reported. A new device was successfully implanted. D. Suspect medical device. Implant date = (B)(6) 2017.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a product advisory. It was implanted greater than six years. No additional adverse patient effects were reported. A new device was successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device did trigger a replacement indicator while implanted, however, it passed the labeled longevity calculation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a product advisory. It was implanted greater than six years. No additional adverse patient effects were reported. A new device was successfully implanted.